Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. Analysis of the growth curve for the affected sample revealed a flat, non-sigmoidal curve with a low rfi value and a small sudden spike in hcv signal around cycle 42, indicative of potential contamination from workflow. Repeat testing of the sample on two occasions, as well as serology testing, consistently generated non-reactive results. A review of complaint history and related cases did not identify any systemic reagent issues for lot h15067. The investigation concluded that the discrepant result was not due to a product issue, and the reagents were confirmed to be performing as intended.

Event description:
The initial reporter alleged discrepant results with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2022, the affected sample generated a hepatitis c virus (hcv) reactive result with a cycle threshold (CT) value of 42. The sample was re-tested on two additional occasions, and both times non-reactive results were generated. Serology testing for hcv was also non-reactive. Blood was not released.